Manufacturer narrative:
This report is submitted on february 22, 2022.

Event description:
Per the clinic, the patient experienced poor performance with device use and the issue could not be resolved. The device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 24, 2022.